Event description:
It was reported that this right atrial (ra) lead was fractured and has been confirmed through x-ray. High out of range pacing impedance measurements above 3000 ohms were noted. The system was reprogrammed. The device remains in service. No adverse patient effects were reported.